Event description:
Pt presented with an 80 degree angle in the aortic neck; implant of a bifurcated device, two proximal cuffs and two limb extensions in 2007. Initially, there was good seal, however, over the course of about six months, the pt developed a proximal type I endoleak. The initial cuff had migrated distally, about 1 cm below where it was originally placed, due to the angulation. In 2008, the pt was brought in to treat the endoleak with an additional proximal cuff and there was no leak present at the end of the case.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.